Event description:
It was reported to philips healthcare that during a pt simulation exercise, the heartstart xl+ did not pick up a shockable wave on the first cycler in the AED mode.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.